Event description:
Report received indicated that during device preparation the needle was unable to retract when tested. Further information revealed that the package was received intact. The product was not use in the patient and the user resolved the issue by using another outback successfully. Other patient-procedure specific information was not available.

Manufacturer narrative:
This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.